Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report: 3005099803-2008-05941. It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, deflation difficulties were encountered. The lesion was located in the common bile duct (cbd). The extractor rx 9mm x 12mm retrieval balloon was advanced to the lesion, however, at an unspecified time during the procedure the balloon failed to deflate. It was not known how the device was removed. A second of the same device was advanced to the lesion, however, this balloon also failed to deflate and it was not known how the device was removed. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".